Manufacturer narrative:
Upon receipt, the lead was found capped 12cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular 8cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, 11cm proximal to the lead tip the insulation was found abraded through. It is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Damages such as a deformed rv shock coil, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During the device check, rv lead noise was detected. The noise appeared to be continuous, the physician deemed this is a lead failure. The lead and generator were replaced.